Event description:
As reported by the user facility: brief inquiry description leak in the saline line. Detailed inquiry description the picture attached shows between the black marks, there is a leak in the saline line. The arrow shows exactly where the line is cracked. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Specific requirement(s): a visual evaluation was performed on the photograph returned and it was noted a red arrow was bonding to the locksite connector and tubing bonded joint. The arrow was labeled "crack in tubing-leaking". Unfortunately, without a physical sample to be properly examined, evidence of a crack in the tubing was unable to be determined through the photograph provided. Results description: based on the result of the visual examination of the photograph returned, the reported defect of a crack in the tubing was not confirmed. The device history records lots were reviewed, issues were not reported. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.